Event description:
Customer reported having opened the compact plus meter battery compartment and the battery terminals appeared burnt. No adverse event was reported. Meter not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.